Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the left therapy electrode. The patient's doctor prescribed the patient a topical remedy for the irritation. Follow up indicated that the patient's irritation healed without use of the prescription.